Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise and insulation damage on the atrial lead. On (B)(6) 2022 the physician elected to cap and replace the atrial lead. The patient condition was stable.